Event description:
It was reported that this right atrial (ra) lead was suspected of fracture due to exhibited loss of capture (loc) and high out of range pacing impedances. It was noted that a lead safety switch (lss) was triggered due to the ra pacing impedances measuring greater than 2000 ohms and capture was confirmed when lead is pacing in unipolar. At this time, the ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected of fracture due to exhibited loss of capture (loc) and high out of range pacing impedances. It was noted that a lead safety switch (lss) was triggered due to the ra pacing impedances measuring greater than 2000 ohms and capture was confirmed when lead is pacing in unipolar. At this time, the ra lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that during a clinic visit, this right atrial (ra) lead was observed to exhibit high pacing thresholds, oversensing, noisy signal, high out of range pacing impedances and loss of capture (loc). The physician suspected lead to have fractured and performed a lead revision procedure. During the procedure, the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.